Event description:
Per the clinic, the patient experienced no nrt and non-auditory stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.